Event description:
The manufacturer received information alleging that the heater plate is not heating up. Other allegations include pneumonia and dry mouth. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete